Event description:
Patient presented to the physician with neuropathic pain at the chest incision site. Physician gave a lidocaine injection to the chest incision and scheduled the patient for a scar revision procedure. Physician brought the patient into the or and observed nerves caught in the scar near the ipg. Physician ligated the area and moved the ipg lower in the chest. This resolved the issue.